Event description:
It was reported that a user experienced difficulty scanning a new freestyle libre 3 plus sensor when attempting to pair and use it with the ilet bionic pancreas; the sensor failed to scan correctly despite multiple attempts, after which a replacement sensor was applied and the warmup initiated successfully. No adverse clinical symptoms reported, including no hypoglycemia or hyperglycemia. Outcomes included successful pairing and initiation of sensor warmup with no alerts or alarms and no need for medical care. User support included remote troubleshooting and user education. Investigation of this case revealed that the issue was consistent with a sensor scan or pairing difficulty that resolved with replacement and proper setup, with no device malfunction of the ilet identified. It was concluded, based on previously established findings for similar reports, that user setup and sensor replacement resolved the issue and the probable cause was use-related or sensor-related scanning difficulty.

Manufacturer narrative:
Initial.